Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper and lower abdomen using a cooladvantage+ applicator, to the flanks (anterior and posterior) using a cooladvantage coolcurve applicator, to the bra roll (back) using a cooladvantage curve applicator, to the submental using a coolmini applicator and to the inner thighs using a cooladvantage coolfit applicator. The patient developed paradoxical hyperplasia (pah/ph) to the upper and lower abdomen, bra fat and flanks (anterior and posterior) 10 weeks after treatment, diagnosed on (B)(6) 2018 and (B)(6) 2019. Tissue described as firm and rubbery.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper and lower abdomen using a cooladvantage+ applicator, to the flanks (anterior and posterior) using a cooladvantage coolcurve applicator, to the bra roll (back) using a cooladvantage curve applicator, to the submental using a coolmini applicator and to the inner thighs using a cooladvantage coolfit applicator. The patient developed paradoxical hyperplasia (pah/ph) to the upper and lower abdomen, bra fat and flanks (anterior and posterior) 10 weeks after treatment, diagnosed on (B)(6) 2018 and (B)(6) 2019. Tissue described as firm and rubbery.